Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp "low vacuum alarm". The fse replaced the drive manifold, and performed a full calibration, functional testing, and safety checks to factory specifications. The iabp was then returned to customer and cleared for clinical use.

Event description:
It has been reported that, prior to use on a patient, the cs00 intra-aortic balloon pump (iabp) generated a "low vacuum alarm". There was no adverse event reported.